Event description:
Additional information was received from the investigational site on (B)(6) 2011. Prior to the index procedure, the patient initially had ptca with stenting of the obtuse marginal (om) and right coronary artery (rca) in 2006 with unknown stents. On (B)(6) 2010, there was unsuccessful ptca/stenting with an unknown stent of the om due to cto. On (B)(6) 2010, there was successfully stenting of the om1 with a 2.5 x 18mm promus and a 3.0 x 28mm promus stent. At the time of the cardiac enzyme elevation following the index procedure, there were no cardiac events reported. According to the study coordinator, at the time of the previously reported cardiac arrests, the patient had "passed out", 911 was called, and the patient was admitted to the hospital. While hospitalized, the patient had multiple cardiac arrests, multiple transfusions and was then unconscious. The patient expired approximately 17 days later. The death certificate indicated that the cause of death was cardiac arrest.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287 the product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287 and 3003742446-2011-00288. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287. Information received from the (B)(4) study indicated that a patient experienced cardiac arrest after having coronary artery stents implanted. The patient's medical history is significant for three unspecified stents implanted in other lesions two months prior to the index procedure, hyperlipidemia, hypertension, myocardial infarction, diabetes, an unspecified major bleeding event and glaucoma. The indication for the procedure was treatment of residual coronary artery disease. The target lesion was the proximal left anterior descending artery (lad). The lesion was described as 80% stenosed, ostial, heavily calcified, de novo and greater than 30mm long. The lesion was direct stented with a 3.0mm x 33mm cypher stents at 14 atms. The stent was not post-dilated. A 3.5mm x 28mm cypher was then implanted distal and overlapping the first at 14 atms. The stent was post-dilated to properly expand the stent. The reported residual rate of stenosis was 0%. The post-procedure troponins were elevated at 8.26 (unl 0.08). According to the database the patient was discharged on aspirin 325 mg and aspirin 81mg both once daily, no other antiplatelet medication was listed. Approximately five months after the procedure, the patient experienced cardiac arrest, the event has been medically managed and is ongoing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cardiac arrest is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. With the information provided, it is not possible to determine an exact cause for the event but there are multiple factors such as the patient's history of coronary artery disease, diabetes and major bleeding, as well as lesion characteristics and possible pharmacological reasons that can be attributed to the event. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
(B)(4) of thrombosis and cardiac death. Additional information was received on (B)(4) 2012, via the (B)(6). The patient had been hospitalized with admission date of (B)(6) 2011. On (B)(6) 2011, the patient experienced the previously reported event of cardiac arrest. According to the (B)(6), this met the protocol and arc definition or late stent thrombosis/possible stent thrombosis. The patient expired on (B)(6) 2011, and the death certificate listed the immediate cause of death as cardiopulmonary arrest due to or as a consequence of respiratory failure due to or as a consequence of anoxic encephalopathy. No autopsy was performed. This was considered to be not related to the study device by the investigator. The (B)(6) determined that the death was cardiac death and related to the device. Based on the (B)(6) findings, coronary stent thrombosis and cardiac death are now MDR reportable events. Updated complaint conclusion: the complaint received states that this (B)(4) study patient suffered an arterial dissection during the index procedure and a peri-procedural mi and approximately five month post procedure suffered stent thrombosis and cardiac arrest. This is a (B)(6) male with medical history including 3 prior pci's with the most recent involving the target vessel on (B)(6) 2010, dyslipidemia, hypertension, mi 2005, lvef 40 - 50%, diabetes and a major bleed in an unknown place in 2005. At the time of the index procedure, the patient was free of angina and the index target lesion was located in the ostial lad. The reason for the index procedure was reported as "known residual coronary disease". In 11/2010, the index procedure was performed. Pre-dilation was performed and a dissection was noted. Two study stents were deployed in the ostial lad lesion and post dilated. The second stent was used to fully cover the lesion. The core lab reported a 3% residual stenosis with no dissection and timi 3 flow. The following comment was noted: "extra luminal dissection following balloon pre-dilation. Good final result". Peri-procedure the ck was 62, ckmb 4.8 and troponin was 0.02. Post procedure the ck was 106, the ckmb was not performed and the troponin was 0.38. The following day, the ck was 480 and the troponin was 8.26, ckmb was not done. The ECG lab reported q waves were uninterpretable due to presence of a left bundle branch block. The interventional cardiology note reported the elevation in ck was to be expected due to the tightness of the lesion that had been stented. His ECG revealed no change from baseline and the patient remained pain free. The patient refused further cardiac enzyme testing and was discharged the following day on dual anti-platelet therapy. This elevated enzyme event was adjudicated as an arc-peri-procedural, a code for mi has been added to the file accordingly. According to the database the patient was discharged on aspirin 325 mg and aspirin 81mg both once daily, no other antiplatelet medication was listed. Approximately (B)(6) months after the procedure, the patient experienced cardiac arrest. According to the study coordinator, the patient had "passed out", 911 was called, resuscitation efforts were administered with success, and the patient was admitted to the hospital. Additional information received states that on (B)(6) 2011, the patient suffered a cardiac arrest. The (B)(6) had adjudicated this event of cardiac arrest to be a stent thrombosis event. The patient subsequently died on (B)(6) 2011. The death certificate lists the immediate cause of death due to cardiopulmonary arrest due to or as a consequence of respiratory failure due to or as a consequence of anoxic encephalopathy. Encephalopathy was captured as a non-complaint. The (B)(6) determined the death to be related to cardiac causes. The death certificate noted the place of death to in the hospital with an admit date of (B)(6) 2011. No autopsy was performed. Multiple attempts to gain further information have been unsuccessful. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287, 3003742446-2011-00288, and 9616099-2012-00032.

Manufacturer narrative:
Corrected information: additional information received on (B)(6) 2011. The cause of death was cardiopulmonary arrest as a consequence of respiratory failure due to encephalopathy. Since the death was caused by encephalopathy, death should be deleted as a reportable event. Updated cc: the complaint received states that post index procedure (B)(4) study patient had elevated cardiac enzymes and approximately five months post index procedure this patient suffered cardiac arrest. This was a (B)(6) male patient enrolled in (B)(6) study. The patient's medical history is significant for three unspecified stents implanted in other lesions two months prior to the index procedure, hyperlipidemia, hypertension, myocardial infarction, diabetes, an unspecified major bleeding event and glaucoma. The indication for the procedure was treatment of residual coronary artery disease. Prior to the index procedure, the patient initially had ptca with stenting of the obtuse marginal (om) and right coronary artery (rca) in 2006 with unknown stents. The index target lesion was the proximal left anterior descending artery (lad). The lesion was described as 80% stenosed, ostial, heavily calcified, de novo and greater than 30mm long. The lesion was direct stented with a 3.0mm x 33mm cypher stents at 14 atms. The stent was not post-dilated. A 3.5mm x 28mm cypher was then implanted distal and overlapping the first at 14 atms. The stent was post-dilated to properly expand the stent. The reported residual rate of stenosis was 0%. The post-procedure troponin levels were elevated at 8.26 (unl 0.08). According to the database the patient was discharged on aspirin 325 mg and aspirin 81mg both once daily, no other antiplatelet medication was listed. Approximately five months after the procedure the patient experienced cardiac arrest. According to the study coordinator, the patient had "passed out", 911 was called, resuscitation efforts were administered with success, and the patient was admitted to the hospital. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Cardiac arrest is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. With the information provided it is not possible to determine an exact cause for the event but there are multiple factors such as the patient's history of coronary artery disease, diabetes and major bleeding, as well as lesion characteristics and possible pharmacological reasons that can be attributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287 and 3003742446-2011-00288.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received two overlapping cypher stents in the proximal lad. Post procedure, the patient had elevated troponin I levels of 8.26 > 0.08 unl. Approximately 5 months post index procedure, the patient experienced cardiac arrest. The event was medically managed. A relationship of the event to the implanted cypher stents was not provided.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Addendum: based on the cec adjudication minutes received on 2/22/2012, the committee determined that the patient experienced a peri-procedure mi based on the previously reported cardiac enzyme elevation. The previously reported code of cardiac enzyme elevation will be replaced by myocardial infarct. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287, 3003742446-2011-00288 and 9616099-2012-00032. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: the cardiac enzyme elevation of (B)(6) 2010 was previously reported, but the enzyme results were not listed. Additional information received 1/9/2012: there was a vessel dissection during pre-dilation of the lesion with a fire star balloon. Updated cc: the complaint received states that post index procedure, this (B)(4) study patient had elevated cardiac enzymes and approximately five months post index procedure, this patient suffered cardiac arrest. This was a (B)(6) male patient enrolled in the (B)(4) study. The patient's medical history is significant for three unspecified stents implanted in other lesions two months prior to the index procedure, hyperlipidemia, hypertension, myocardial infarction, diabetes, an unspecified major bleeding event and glaucoma. The indication for the procedure was treatment of residual coronary artery disease. Prior to the index procedure, the patient initially had ptca with stenting of the obtuse marginal (om) and right coronary artery (rca) in 2006 with unknown stents. The index target lesion was the proximal left anterior descending artery (lad). The lesion was described as 80% stenosed, ostial, heavily calcified, de novo and greater than 30mm long. Additional information received 1/9/2011. The core angiographic lab report indicated that during the index procedure, there was an extravascular dissection following balloon pre-dilation that was not present after stenting. The balloon used during pre-dilation was a 3.0 x 20mm fire star that had been inflated three times with a maximum pressure of 14 atm. This was not reported in the cath report. The lesion was stented with a 3.0mm x 33mm cypher stents at 14 atms. The stent was not post-dilated. A 3.5mm x 28mm cypher was then implanted distal and overlapping the first at 14 atms. The stent was post-dilated to properly expand the stent. The reported residual rate of stenosis was 0%. The post-procedure troponin levels were elevated at 8.26 (unl 0.08). According to the database, the patient was discharged on aspirin 325 mg and aspirin 81mg both once daily, no other antiplatelet medication was listed. Approximately five months after the procedure, the patient experienced cardiac arrest. According to the study coordinator, the patient had "passed out", 911 was called, resuscitation efforts were administered with success, and the patient was admitted to the hospital. The cause of death was cardiopulmonary arrest as a consequence of respiratory failure due to encephalopathy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Cardiac arrest is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. With the information provided it is not possible to determine an exact cause for the event but there are multiple factors such as the patient's history of coronary artery disease, diabetes and major bleeding, as well as lesion characteristics and possible pharmacological reasons that can be attributed to the event. There is no indication that there is a design or manufacturing related issue; therefore, no action will be taken. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287, 3003742446-2011-00288 and 9616099-2012-00032.